Event description:
Philips received a complaint from a customer that system was down caused by host pc. The windows startup was intermittent. When the startup was successful during exposure the system would freeze and the exposure buzzer would go off.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow up report will be sent to the FDA.